Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to b7 and h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. According to the information provided: -it is unknown whether anti-fog agents or other chemicals were used. -it had been confirmed that the cover was not cracked immediately after being attached to the scope and that the cover did not come off. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -chemicals such as anti-fog agent adhered to the cover, and it was damaged during use due to chemical attack and came off the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier c21432657. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the reported event could not be identified. However, it is likely the cause is related to the distal cover being damaged or dropped. Per instructions for use: 7.3 attaching the distal cover (p.11 to p.13) - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. - also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) procedure using a evis exera iii duodenovideoscope with a maj-2315 single use distal cover, the distal cover split off inside the patient. The physician was able to retrieve one half of the distal cover. The other half remains inside the patient¿s gastrointestinal (gi) tract. There is no plan to go back in and retrieve the second half of the distal cover, the physician feels it will pass naturally through the patient¿s gi tact with no further consequences. The patient¿s current condition is described as ¿feeling better¿. There were no procedural or anatomical challenges that could have contributed to the reported event. There was no abnormality in the appearance of the scope or cap prior to the start of the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.